Event description:
It was reported that the customer had blood glucose levels that rose to 396 mg/dl and 400 mg/dl. The customer also mentioned differences between their sensor glucose levels and blood glucose levels. Sensor glucose level was between 56 and 78 and their blood glucose levels was between 101 mg/dl and 111 mg/dl. No troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.